Manufacturer narrative:
A service call had been scheduled in order for a ge service representative to evaluate the system. The service call was cancelled and it was reported that the monitor was then working. An add'l report will be generated and submitted if further info becomes available.

Event description:
It was reported that the system 9800's right monitor was not working making the system not operational. There was no adverse pt involvement reported. There was no pt info reported.